Manufacturer narrative:
(B)(4).

Event description:
Reportedly, patient went to the hospital on (B)(6) 2017 because of palpitation and discomfort. Device was interrogated and found operating with nominal values. Aida memories were deactivated and battery impedance was at 1.21kohm. A routine patient follow-up was performed on (B)(6) 2017 and parameters showed normal values. Battery impedance was at 1.11kohm. The patient had not any especial activity between two follow-ups. The patient was admitted to the hospital in intensive care unit. Preliminary analysis confirmed that the device switched in standby mode. Standby occurred on (B)(6) 2017 because of telemetry errors during the follow-up. The device was properly re-initialized.

Event description:
Reportedly, patient went to the hospital on (B)(6) 2017 because of palpitation and discomfort. Device was interrogated and found operating with nominal values. Aida memories were deactivated and battery impedance was at 1.21kohm. A routine patient follow-up was performed on (B)(6) 2017 and parameters showed normal values. Battery impedance was at 1.11kohm. The patient had not any especial activity between two follow-ups. The patient was admitted to the hospital in intensive care unit. Preliminary analysis confirmed that the device switched in standby mode. Standby occurred on (B)(6) 2017 because of telemetry errors during the follow-up. The device was properly re-initialized.